Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he first noticed that the subject meter was reading inaccurately in (B)(6) 2014. She alleged, date/time unknown, she obtained blood glucose results on the subject meter of ¿336 mg/dl and 535 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the reported results do not meet lfs¿ precision criteria. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management regimen in response to the alleged inaccurate results. It is not known what symptoms, if any, she developed, but she reported at date/time unknown, she was treated by a healthcare professional in the emergency room (ER) with IV fluids. At the time of troubleshooting, the cca noted that the patient used the same approved sample site and the subject meter was set to the correct unit of measure. However, the cca noted that the patient had used hand sanitizer prior to conducting the blood glucose tests. The patient was educated by the cca on the correct testing method to use in future. However, the patient did not have control solution available with which to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained inaccurate results with the subject meter and was treated by a healthcare professional for signs of an acute diabetes excursion after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.